Event description:
Reportedly, customer experienced incident of leakage when using the horizon pump/set to deliver solution. There was no report of pt injury and no additional info was available. Laboratory evaluation found the leakage to be due to a split side seam in the cassette.